Manufacturer narrative:
The reactivity of the s antigen was confirmed on retention capture-r ready-ID (crrid), lot id084. The customer sent sample for investigation testing. An ab_ID assay was performed with the sample using retention crrid, lot id084 on an in-house galileo. The customer's sample was nonreactive with all cells. A 2_cell assay was performed with the customer's sample with retention capture-r ready-screen, lot x189. The sample exhibited weak reactivity with cell I (s+s-) and was nonreactive with cell ii (s-). Manual tube testing was performed with the customer's sample and selected s+s+, s+s-, and s-s+ reagent red blood cells using immuadd and gamma peg as potentiators. With immuadd, the sample exhibited rough microscopic reactivity with s+ cells at the antiglobulin phase. With peg, the sample exhibited very weak reactivity with s+ cells at the antiglobulin phase of testing. The sample was nonreactive with an s- cell in all testing. The event appears to be related to the nature of the sample.

Event description:
The customer reported unexpected negative reactions with a patient sample containing anti-s testing on galileo using capture-r ready-ID.